Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that an intellanav mifi open-irrigated catheter was selected for use. Ablation catheter box and packing damaged during shipment and deemed unusable. The sterile packaging was compromised. There was no patient involvement. Catheter is not expected to be returned since it was disposed.